Event description:
Disposable laparoscopic suture device used (rd 180). MFR: lsi solutions. Suture loaded, placed inside pt's abdomen. Surgeon fired instrument. Suture did not pass all the way through tissue. Instrument removed, suture retrieved but surgical technologist noted the ferrule was missing. Extensive search of surgical area. X-rays ordered per policy.